Event description:
It was reported that the patient had a pump revision on (B)(6) 2008. Additional information has been requested. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).